Event description:
It was reported through the results of the clinical trial that one year, six months and sixteen days post a stent placement on the right leg for thrombosis and stenosis on the mid and proximal superficial femoral artery, surgery was performed because of new claudication of the right lower limb. The subject also had an adverse event of myocardial infarction few days later. It was further reported that the adverse event "surgery was performed because of new claudication of the right lower limb" was possibly related to the study however was not related to the procedure and the event "myocardial infarction" was not related to the study device and the study procedure. Reportedly, the subject underwent target lesion re-intervention on the right leg target lesion. Reportedly, drug coated balloon and stent graft/covered stent was used for re-intervention for the target lesion and the re-intervention was successful. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted, hence no physical sample was returned for evaluation. X-ray images are not available as collection and transfer of radiological images to us as sponsor was not part of the consent process regarding personal data of the patient. Based on the information available the reported restenosis could not be verified. The myocardial infarction was documented not being related to the placed stents or the stent placement procedure. The investigation had to be closed with inconclusive result. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. H10: g3, h6 (patient). H11: b5, b3, h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately four years three months and nineteen days post a stent placement on the right leg for thrombosis and stenosis on the mid and proximal superficial femoral artery, the subject had an adverse event of myocardial infarction. It was further reported that the adverse event was not related to the study device and the study procedure. Reportedly, the subject underwent target lesion re-intervention on the right leg target lesion. Reportedly, drug coated balloon and stent graft/covered stent was used to treat the target lesion and the re-intervention was successful. The current status of the patient is unknown.